Event description:
A customer reported experiencing a cartridge alarm 20 during the operation of their pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Customer support arranged for a replacement pump to be sent and instructed the customer to return the malfunctioning pump using a pre-paid shipping label within 10 days. Additionally, customer was advised on backup insulin pump use and provided with instructions for putting the pump into storage mode before returning it.